Event description:
An olympus employee reported on behalf of the customer, the visera tracheal intubation videoscope had an air leak. The unspecified treatment procedure was completed using replacement device. There was a minute delay. There was no report of user or patient harm associated with this event. Device pre-use checks are performed. The device is manually cleaned and disinfected using oer (endoscope reprocessor). During incoming inspection, it was determined the coating of the image guide serpentine was peeling off. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Watertightness was not maintained due to cut off of switch button 3. In addition to evaluation in, the insertion tube had wrinkles. Liquid leakage was recognized in the light guide bundle. The flexible tube of the insertion section was crushed. Scratches were found on the operation part. Corrosion due to water leakage was found in the operation part. The curved rubber adhesive part was missing. Switch button 4 was not working. Scratches were found on the switch box. Liquid leakage was observed in the grip part. Scratches were found on the grip. Liquid leakage was recognized on the up/down plate. Scratches were found on the up/down plate. Liquid leakage was recognized in the universal cord. The universal code was collapsed. Scratches were found on the universal cord. Wrinkles were observed in the universal cord. There were scratches on the angle lever. Scratches were found on the video cable. Light guide connector scratches were found on the video connector. Scratches were found on the light guide connector. The label on the light guide connector came off. Protector of universal cord on control section side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was previously reported there was "a minute delay". However, the delay was 5 minutes.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 of the initial. Based on the results of the investigation, it was confirmed that the coating of the insertion tube peeled off (greater than or equal to 1 x 1 mm2) and that the specifications and functions were not satisfied. It is likely that the event was caused by stress of repeated use, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can prevented by following the instructions for use which state: ¿1. Inspect the control section, video connector and light guide connector section for excessive scratching, deformation or other irregularities. 2. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.